Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus could not be confirmed through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the alarms were in the setting of the suspected thrombus and reported elevated lactate dehydrogenase (ldh). Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 20aug2025 through 22aug2025. Low flow hazard alarms were captured throughout the majority of the files. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and death, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to low flow alarms. The patient's lactate dehydrogenase was elevated at 731 from a baseline of around 300. The patient was instructed to drink extra fluids at home, however the alarms persisted. Log files were submitted for review, with low flow values along with stagnant low pulsatility index (pi) values. These historical trends suggest obstruction. The event log file captured multiple low flow events on (B)(6) 2025, where the calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file also contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. Computed tomography angiography (cta) was performed and ruled out ventricular assist device (vad) obstruction and echocardiogram ruled out inflow cannula thrombus. Ldh remained elevated in the high 600's. The plan was to administer tissue plasminogen activators (tpa). Additional log files were submitted for review and captured multiple low flow events on (B)(6) 2025, where flow fluctuated below the alarm threshold of 2.5 lpm. Low flow estimates as well as low flow hazard events were also seen when the pi values were dynamic and elevated. Historical trends seen in a log file indicated that there was some rotor displacement, which may indicate that there was possibly something in the pump. Log files were sent for review the following day on (B)(6) 2025 and continued to capture multiple low flow events, low flow estimates and sustained low flow hazard events. The event log file also captured persistent low flow events throughout the log with the estimated flow hovering mainly around the 2.4 to 2.5 lpm range. On (B)(6) 2025, the patient's flow returned to 4lpm after second round of tpa. Log files were submitted for further review. And captured low flow alarms. It was said that the flow was at 2.8 lpm on (B)(6) 2025 starting at 9:30:36. The hemolysis a was reported as resolved. Although the clot resolved, the patient passed away on (B)(6) 2025 due to withdrawal from care. Death was not considered to be device or therapy related and operated s intended at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.